Event description:
Information received indicates the siderail will not lock into the up position.

Manufacturer narrative:
The technician found the latch bolt broken. The technician replaced the bolt to repair the stretcher.